Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging throat or nasal irritation or soreness, sinus issues, congestion. There was no report of permanent or serious patient harm or injury.